Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which was successful, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.